Event description:
Customer reported button error alarm. Troubleshooting found his insulin pump may have been exposed to moisture. Customer's blood glucose was 89 mg/dl. Customer is advised to disconnect from his insulin pump and revert to his back-up plan while replacement insulin pump is being shipped. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump received with minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.